Manufacturer narrative:
The reported event of ¿noise¿ was confirmed however, the reported event of no wireless communication" and "ECG/iegm missing" were not confirmed. Analysis found that the device lost sensing when it was programmed to certain dynamic range and max sensitivity settings. Further analysis showed noise being detected at the first gain stage of the circuitry. When the signal was measured with reference to the ground directly on the hybrid, noise went away, this suggested the zero-ohm resistor connecting the hybrid ground to the case is the cause. Encapsulant was removed on hybrid and the zero-ohm resistor was confirmed to be the wrong component, and this was the cause of sensing issue. A manufacturing anomaly was suspected for the placement of wrong component.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. There were no electrograms and interrogating with two programmers and reinterrogating was attempted with no fix. Repositioning and manipulation did nothing. The device was explanted and replaced in the same pocket. The patient was discharged.